Manufacturer narrative:
Our field service engineer investigated the ventilator on site and solved the reported issue by replacing the air gas module as it was found to be defective. After the replacement, the ventilator passed the pre-use check and no abnormal was found during ventilation with a test lung. The device was returned to the customer in working condition. The device logs were not provided. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Our conclusion is that the replaced air gas module was the cause of the reported event. However, the root cause of why the part failed has not been established by this investigation as the part was not returned for further investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).